Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed stroke-like symptoms, including left-sided paralysis, numbness, and tingling. The symptoms resolved, and the patient returned to baseline without any lasting neurological deficit.

Manufacturer narrative:
The investigation for the placement signal issue and stroke has been completed. No product returned. Data logs available. Since data logs were inconclusive and product wasn't returned for investigation, the cause of the placement signal issue could not be determined. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 UDI number updated. H6 impact code changed from f12 to f1205. H6 type of investigation added codes b22 and b24.